Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture was received on august 10, 2023, with catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening on anterior side assessed as surgical damage. Red particles observed in the surface of the shell. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: white particles observed, on the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.